Manufacturer narrative:
Model number/catalog number:sc-2317-50, serial number: (B)(4), batch/lot number: 7056544, model/catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Fluoroscopy revealed lead migration. The patient underwent a lead revision procedure.